Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® implant 5 x 8.5mm (oss585) was returned for investigation. Visual inspection of the as returned product identified a complete fracture on the threads of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was used for 6 years 1 month. The customer did not provide pictures or x-ray images. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that implant at tooth site # 3 fracture and was removed. The reported device was returned and the reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number . H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Address - line 1, city unknown / not provided.

Event description:
It was reported that the implant fractured and was subsequently extracted.